Event description:
The prescription for the pt was 300c gy/fx given dose for 15 fractions wit 6 mcv electrons to an area of his right ear. The treatment field was set up using the 5cm diameter plastic tip cone. Accelerator monitor units needed to deliver the prescribed dose were calculated using output factors for the 5cm diameter metal cone. This resulted in the pt receiving 7 treatments of 414c gy given dose (2898c gy/7fx). Once this error was discovered the prescription was amended by the physician to decrease the dose rate to 200 c gy per fraction for the remaining 8 treatments. At completion of this course of treatment, the pt will have received 4500 c gy given dose in 15 fractions.